Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Additionally, the MFR notified the FDA (B)(4) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 03/17/2015, the voluntary recall was initiated. A lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. The monopty needle with product packaging and label was returned for eval. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state" with the stylet and cannula retracted (primed). It was noted that there was something loose or broken inside the housing the of the device. During functional testing the firing trigger was pressed and both the cannula and stylet advanced. The device could be primed again however, the cannula would not stay in the primed position. The device was disassembled and the cannula hub and stylet tang were found to be broken. The investigation in confirmed for a break, as the cannula hubs and stylet hubs were found to be broke on the returned probes. The investigation is inconclusive for failure to obtain samples, as the returned device could not be functionally tested due to the break. The root cause for this event was determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, using three needles, the device jammed when attempting to collect tissue samples in normal breast tissue. The procedure was completed with the third needle. A coaxial was not used during the procedure. There was no report of pt injury.